Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer reported receiving replace battery now alarm. Troubleshooting was performed. Customer's bg at the time of incident was 192 mg/dl. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated the battery cap were not loose, cracked or damaged. Customer was instructed that pump will be replaced. The device will be returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test or verify low battery alert and download the trace and history files utilizing thus (download difficulty) due to the blank display. The pump was cut open to perform a visual inspection. Swapped a test pcba 1 and the blank display persist. Swapped a test pcba 2 and the display was visible. Physical inspection of the pcba 2 reveals a crack on u6 which is causing the blank display. No evidence of physical or moisture damage was found on the motor, force sensor, or pcba 1. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. Unable to verify low battery alert due to blank display is confirmed due to a cracked u6 chip on pcba 2. Download difficulty is confirmed due to the blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.